Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and checked alignments of probes and mixer heights. The cse replaced the lines on the dilution cuvette washers, serviced vacuum valves and replaced the diaphragm on vacuum valve 2. The cse found that the saline tubing was kinked, and replaced it. The cse also found that the lamp voltage and cell blank were acceptable. The cse adjusted the cuvette washers, checked the connections on the pumps and found connection on the sample probe to be tight. The cse ran precision testing, which was acceptable. The customer ran calibrations and quality controls, which were acceptable. A siemens regional support center (rsc) specialist assisted a siemens field application specialist (fas) who was dispatched to the customer site. The fas checked the reagent probe pumps and found signs of wear on both reagent wash pump seals. The fas replaced the reagent probe and reagent wash pump seals. The fas also replaced the lamp as the lamp energy was low. The fas tested the lamp energy and ran cell blank. The customer completed the maintenance and ran quality control. The fas performed a series of precision testing and assisted cse in performing additional precision testing. The cause of the discordant patient results is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2432235-2018-00196 and 2432235-2018-00197 have been filed for the same event.

Event description:
Discordant results were obtained on multiple patient patients for multiple assays on an advia 2400 instrument. Among of the methods affected were urea nitrogen, creatinine, inorganic phosphorus, albumin, alanine aminotransferase, alkaline phosphatase, calcium, glucose, immunoglobulin g, immunoglobulin a, and immunoglobulin m. The customer provided examples of patient samples run for urea nitrogen, calcium, creatinine, or inorganic phosphorus. Initial results for all patient samples were reported to the physician(s). Except for three examples of the patient samples that were repeated on the alternate instrument, it is unknown if the rest of the patient samples (provided in example data) were repeated on the same instrument or alternate instrument. The correct results for three examples repeated on the alternate instrument were reported to the physician(s). It is unknown if the correct results for rest of the patient samples (provided in the example data) were reported to the physician(s). The customer notified the physician(s) about the questionable results and requested patient samples for repeat testing. There are no known reports of patient intervention or adverse health consequence due to the discordant results.